Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil.

Event description:
Manufacturer report number: 2938836-2017-33927. During implant procedure, the helix of the right ventricular lead was unable to retract. The lead was exchanged for another rv lead which was difficult to position and inadvertently placed in the coronary sinus, the physician had a difficult time removing the lead. The lead was eventually removed and an active fixation lead was successfully implanted. The patient was in stable condition during and after the procedure. The physician noted that the surgery was extended by a significant amount of time.